Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor glucose and blood glucose had great variance. Customer's blood glucose was 45 mg/dl and sensor glucose was over 100 mg/dl. Customer was going through some stomach issues. Customer did not experience any low blood glucose symptoms. Customer treated low blood glucose with glucose tabs. Customer declined troubleshooting. Customer will not be returning the device for analysis.

Manufacturer narrative:
The information provided with the initial report has been reported under manufacturer report number 2032227-2016-43528. This report has been created in error.